Event description:
It was reported to philips that the ECG connector is worn on the measurement panel. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
It was reported to philips that the ECG connector is worn on the measurement panel. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a worn ECG connector. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG connector. The ECG connector was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.